Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture and tip detachment occurred. The patient presented with an acute mi. The stenosed target lesion was located in the left anterior descending (lad) artery. The patient had three unknown stents previously implanted "on top of each other". A 12mm x 3.50mm nc quantum apex balloon catheter was used to treat the lesion. The nc quantum apex was inflated "up to 30 atms" when the balloon ruptured. The number of inflations and to what atms is unknown. During removal of the nc quantum apex catheter, the tip of the device became caught on something, detached and remained inside the patient. The rest of the catheter was removed without incident. Patient status was reported as unstable.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).